Manufacturer narrative:
Product was not returned. Attempt was made to the caller and rec'd the info that the pt went to the emergency room where it was discovered that he had high levels of potassium. Pt had to have a toe removed. Pt is now going to a nursing home. Caller also reported that pump was running at 240ml/hr on a 24 hr drip with an antibiotic.

Event description:
Info rec'd from a nursecomm call stated that the pump alarmed "motor stalled." Intervention instructed caller to contact dispensing pharmacy for a replacement pump.